Event description:
A report was received that the patient's stimulation was turning off and on without intervention. The patient report that this stimulation was causing him pain. The physician explanted the patient, but the physician did not believe the device was malfunctioning. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70, serial#: (B)(4), model description: artisan surgical lead with platnalock technology - 70cm.

Event description:
A report was received that the patient's stimulation was turning off and on without intervention. The patient reports that this stimulation was causing him pain. The physician explanted the patient, but the physician did not believe the device was malfunctioning. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis confirmed the ipg passed visual, performance, electrical and photographic imaging tests. However, the inside battery insulation was melted as if it had been treated with high pressured steam after the explant procedure. The stimulation outputs of the ipg were uninterrupted. The setscrews showed no anomalies. The returned product analysis of the paddle lead passed photographic imaging tests. The damages to the paddle lead are similar to the explant damages - pull and cuts, and it could not be used with the ipg to investigate the complaint.